Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left cubital vein. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left subclavian vein. A 6f non-bsc introducer sheath was introduced. After a 035 non-bsc guidewire was advanced to cross the lesion, an 8.0 x 40, 135cm mustang balloon catheter was advanced for predilation. However, upon the first inflation, the balloon ruptured at 15 atmospheres after a duration of 15 seconds. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.